Event description:
It was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn.

Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: the device was not returned for review; however, photographs were provided. The photographs show a recently explanted stem covered in blood and an extremely worn trunnion. -clinician review: a review of the provided medical records by a clinical consultant indicated: "it was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn. The right tha ap x-ray documents a stem head dissociation. There is significant trunnion deformity with superior material loss on the trunnion. Dissociation of the femoral head from the stem is confirmed as is trunnion deformation. The root cause of the dissociation and trunnion material loss cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the head from the stem. A review of the provided medical records by a clinical consultant indicated: "it was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn. The right tha ap x-ray documents a stem head dissociation. There is significant trunnion deformity with superior material loss on the trunnion. Dissociation of the femoral head from the stem is confirmed as is trunnion deformation. The root cause of the dissociation and trunnion material loss cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." The device was not returned for review; however, photographs were provided. The photographs show a recently explanted stem covered in blood and an extremely worn trunnion. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient had a hip revision due to disassociation. It was also noticed the trunnion was worn.